Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the left anterior descending artery (lad). Following pre-dilation with 2.00 x 10 mm balloons, the 2.75 x 32 synergy drug eluting stent was deployed at 11 atmospheres to treat the target lesion. However, edge dissection was noted at the proximal lad. A 3.00 x 16 mm promus elite was deployed to cover the dissection. No further complications were reported and the patient condition following the procedure was stable.